Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the reported lot number. Samples were received for evaluation. From the visual inspection the site can confirm the enfit connector is cracked. Similar complaints for leaking at the enfit connector have been received and as a result of these previous complaints a corrective and preventative action (CAPA) had been opened. The probable root cause of the leaking is insufficient drying of the raw material used to mold the enfit connector. The enfit female connector which went into this lot number was manufactured prior to the corrective actions implemented as part of this CAPA. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Section b3 has been updated to include the event date provided by the customer.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during enteral feeding administration, the feeding set was leaking. There was no patient injury.